Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Troubleshooting was performed and found that the customer over bolused and gave himself too much insulin. The wife of the customer stated that the customer has a memory issue. No further info was provided.